Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor had longitudinal noise. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d4 additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of longitudinal noise on the screen was confirmed. Based on the results of the investigation, it is likely that the noise occurred due to failure of liquid crystal display. It was confirmed that foreign material adhered to the board, and it prevented the substrate from forming an insulating film normally, and as a result, an abnormality occurred in the panel. However, the root could not be determined. Olympus will continue to monitor field performance for this device.